Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose level was 42 mg/dl to 70 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer reported that insulin pump was not over delivering. Customer stated that the drive support cap was normal. Customer performed the displacement test and the test was passed. The insulin pump will be returned for analysis.